Event description:
According to the reporter: during stitching, the suture broke. There was not more than one defective device involved. The event led to or extended patient hospitalization because another procedure had to be performed. There will be an additional operation performed to correct the issue. There was no tissue loss or damage. Surgical time was not extended. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.